Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "cementless two-staged total hip arthroplasty for deep periprosthetic infection" written by matthew j. Kraay, ms, md; victor m. Goldberg, md; steven j. Fitzgerald, md; and michael j. Salata, md published by clinical orthopaedics and related research (2005) was reviewed. The article's purpose was to discuss whether the rate of recurrent infection with the use of contemporary surgical treatment using cementless components would be comparable to the historical incidence of infection with cemented components with antibiotic bone cement, and if the incidence of femoral loosening of the cementless components used in this study would be less than the historical incidence of revision tha done with cemented femoral components. Data was compiled from 28 patients with reimplantation procedures between 1990 and 2001 age range 21-78 years. It is noted that depuy and non-depuy products were part of the study. The article does not identify the specific products associated with the adverse events. The article does not provide adequate information to determine accurate quantities. Depuy products utilized: duraloc cups; stems: srom, prodigy, gemini, solution; poly liners; unknown material femoral head. Adverse events: infection (treated by revision, debridement and irrigations, IV antibiotics), periprosthetic fracture (associated with solution stem and treated by revision with no further details provided), loose cup (treated by revision).